Event description:
Pt had a unicompartmental knee replacement of the left knee in 2005 and had been making a slow recovery at home with inability to weight bear. The morning of admission he had exquisite pain when trying to get up, almost to the point of falling. During work-up for this, it was found that the hardware was loose, with a grossly loose tibial tray, causing an inflammatory reaction. About two and a half months later, the pt was taken to surgery to remove the loose hardware and conversion to a left total knee arthroplasty. He did well post-operatively and was discharged four days later.